Event description:
It was reported that the patient fell and hurt his tailbone a couple of months ago. Around the same time he experienced a loss of therapeutic effect. The patient had an appointment scheduled for (B)(6). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the implantable neurostimulator (ins) 'might' be damaged due to the fall. It was stated the patient would feel pain a short time after changing the settings on their ins. The pain was in the bicycle seat area. The healthcare provider took an x-ray and the ins did not look damaged. No further intervention was reported.

Manufacturer narrative:
(B)(4). Lead: model 3093-33, lot# v786385, implanted: (B)(6) 2011, explanted: na; programmer: model 3037, serial# (B)(4).

Manufacturer narrative:
(B)(4).